Event description:
Procedure type: kidney/adrenal gland. According to the reporter: the balloon erupted during inflation with 25ml of air using a syringe. Nothing fell into the surgical cavity. A new instrument was used to complete the procedure. No pt injury was reported.